Manufacturer narrative:
Qn#(B)(4). The complaint was confirmed, but the root cause is unknown. The customer returned one glass lor syringe for investigation. The returned syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed that the syringe was returned with the plunger guard attached. The syringe is broken at the base of the syringe barrel where the plunger meets the barrel. The syringe appears to have been used as there is a white crystalline residue lining the inside of the syringe barrel. Dimensional and functional inspection was not required as a part of this complaint investigation. A device history record review was performed on the kit and the syringe with no relevant findings. A corrective action is not required at this time as a potential cause could not be determined. The complaint report states that the syringe was found broken upon opening the kit, however, the syringe appears to have been use. In addition, the type of damage observed is consistent with a syringe plunger that has hit the barrel with too much force. However, the plunger guard was returned on the syringe. Other remarks: the reported complaint of a broken lor syringe was confirmed based on the sample received. However, the returned syringe appears to have been used which does not match the complaint description of a syringe that was broken upon opening the kit. In addition, the type of damage observed is consistent with a syringe plunger that has hit the barrel with too much force. However, the plunger guard was returned on the syringe. Therefore, a potential root cause could not be determined based upon the sample received and the information provided.

Event description:
The customer alleges that the lor syringe was received broken in the box. No patient/user injury.